Manufacturer narrative:
Investigation results: the complaint that the catheter was difficult to release could not be confirmed from the representative insyte autoguard samples that were received in sealed packaging from lot #4037529. A functional test revealed do damage or defects with the movement of the catheter in relation to the catheter. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc wing needle was difficult to retract. The following information was provided by the initial reporter: they have a different yellow end on them and are very hard to release. You almost need three hand to keep the needle from pulling out.

Manufacturer narrative:
E.1. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Customer reply indicates that the aware date is 16 apr which is one day after the complaint aware date.